Manufacturer narrative:
The sample was collected in a plastic serum tube. The customer centrifuges samples for five minutes at 2,000 rpm at room temperature. The sample was normal in appearance. The specimen was analyzed from the primary container through the sample presentation unit (spu). All three levels of bhcg qc have been within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(4) 2010 which passed within instrument specifications. Service was not dispatched for this event as customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected, reproducible total bhcg (tbhcg) result for a male patient generated by the unicel dxi 800 access immunoassay system. The result was reported out of the lab and questioned by the physician. Subsequent testing using a heterophile blocking tube produced a lower result that better matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.